Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) was informed from the olympus local service department that the cable of the subject device was broken. There was possibility that the cable was partially disconnected. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the video function did not work properly due to a partial disconnection of the cable.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for laparoscopic surgery, sometimes the endoscopic image of the subject device was not displayed. The user replaced the subject device with another device to complete the procedure. The subject device was used in combination with otv-s190. Other detailed information was not provided. There was no report of patient injury associated with the event.